Event description:
An optometrist reported that one week following bilateral lasik, the pt reported dry eyes. The pt was examined at the slit lamp, and was diagnosed with mild superficial punctuate keratitis (spk). The pt was started on topical cyclosporine drops, fish oil supplement, gel tears four times per day, lubricating ointment at bed time, lid scrubs with warm water and baby shampoo twice daily, and topical antihistamine eye drops in the right eye. Upon f/u, the pt's symptoms are slowly improving. There are two reports for the pt; this report addresses the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).